Event description:
The patient underwent percutaneous transliminal coronary angioplasty (ptca). The cardiologist attempted closure with a prostar xl 8f device. The closure was concluded without event. In recovery, the patient's blood pressure fell and a retroperitoneal bleed was detected. The patient was taken to surgery. The vascular surgeon discovered the suture tied to the inguinal ligament along with some arteial tissue, suggesting that the suture was pulled out of the arterial wall. The artery and ligament were surgically repaired without incident. The patient did fine. Reports from the field noted the cardiologist had performed a high stick when accessing the artery.